Event description:
The customer stated, that a physician questioned a creatine kinase pt result of 1717 u/l. The sample was retested and the result was 53 u/l. There is no impact to pt management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot number 52044hw00, expiration october 19, 2007, may cause decreased qc and/or pt results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.